Event description:
During preventing maintenance of the device, the user reported that the central control monitor arm allen bolt head was broken off. Since the event occurred during preventative maintenance, there was no pt involvement during this event.

Manufacturer narrative:
(Device not returned).